Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): the proximal segment of the lead was returned and analyzed with no anomalies found. There was environmental stress crack and cosmetic depression on the outer insulation.

Event description:
It was reported that the device was interrogated with an estimated remaining longevity of 2.5 years. The patient sustained a severe blow to the pacemaker site several months ago when it was discovered that longevity dropped. It was prematurely at elective replacement indicator. The device was explanted and replaced. It was also reported that the atrial lead had low impedance, unacceptable thresholds, and no capture. Reprogramming caused muscle stimulation. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.